Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. During the extraction this lead came apart. The entire lead was eventually pulled out by gaining access through the groin. There were no other adverse patient effects due to the explant procedure.